Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur 4 clr basic sensor unit, part # 343202 and serial # (B)(6). ¿ problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 24jun2020 to date 24jun2021. ¿ complaint trend: there are 21 complaints related to a leakage not contained within the instrument. Date ranges from 24jun2020 to date 24jun2021. ¿ manufacturing device history record (DHR) review: DHR part # 343202 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a dirty v1 valve. Dirt, debris or clogs in the fluidic system will contribute to flow rate issues, carryover, and leakages from the instrument. The customer reported that after the preventative maintenance, the instrument would leak during standby. The fse (field service engineer) assisting the customer confirmed that the v1 valve would occasionally not close properly during standby, which lead to liquid and air leakages from the sit. The fse cleaned the v1 valve, ran several system prime, run and standbys and waited 10 minutes. The tube would fill up to 1 cm with sheath from the residual pressure from the system, which they noted was normal. No parts were requested for evaluation as there were no parts replaced. After the cleaning the fse confirmed the instrument was functioning as expected. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked valves, and instructions can be found in chapter 8 of the bd facscalibur¿ instructions for use (#23-12911-02 rev. 1/vers. A). The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2001. Defective part number: n/a. Work order notes: subject / reported: 343202 - facscalibur - leakage from the sip. Problem description: customer reports that the after the pm of 3 days ago the sip does not stop dripping every time the instrument is on standby or air bubbles viable at the tip of the sip. Work performed: valve v1 cleaned. Sometimes it didn't close properly in standby. As a result, the needle sometimes kept dripping longer, the tube sometimes ran fuller than normal or air bubbles came out of the sip. Did system prime, run and standby several times and then waited 10min. The tube is filled to max. 1 cm with sheath due to residual pressure in the system. This is normal. Device ready for use. Cause: n/a. Solution: valve v1 cleaned. Sometimes it didn't close properly in standby. As a result, the needle sometimes kept dripping longer, the tube sometimes ran fuller than normal or air bubbles came out of the sip. Did system prime, run and standby several times and then waited 10min. The tube is filled to max. 1 cm with sheath due to residual pressure in the system. This is normal. Device ready for use. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: droplet containment module. Function: to contain droplets. Potential failure mode: droplets not contained. Potential effects of failure: all of the sample is. Potential causes/mechanisms of failure: pump not properly sealed. O current controls: n/a. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 5. O occ: 5. O det: 1. O rpn: 25. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a dirty v1 valve. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a dirty v1 valve. The fse cleaned the v1 valve since it would occasionally not close properly in standby. They then ran a system prime, run and standby several times and waited 10 minutes for the tube to fill. The residual sheath pressure filled the tube to 1 cm, which the fse noted was normal, and the instrument was functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported while running patient sample on bd facscanto¿ ii and erroneous results were obtained. Sample was re ran on different canto with expected results. There was no report of patient impact. The following information was provided by the initial reporter: "1. Today suddenly we had no signal when running a sample. In this experiment "trombocytantigen" we are looking for negative populations but it looked a bit strange so we re-prepared the sample (including a normal blood sample which should be positive as a control), but after re-run no/low signal. The second run was exactly the same. 2. The patient sample was run on another canto instead, with good signal and expected result. 3. I then run another sample (without doing anything else in between) on the instrument; suddenly we had signal. 4. Then I re-run the same tubes from first negative run (1), and I had signal. We have seen this before. After purge and/or restart of instrument it used to be good again and the signal is back. We have not seen anything strange on cst. The last time this happened (a couple of weeks ago) I run a new cst after purge etc, no problem. At that time we saw a huge air bubble in the flow cell and we thought it was the problem. No visible air today. This is very uncomfortable as it is not always obvious that we have problem with the instrument, we refer the result to the patient.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscalibur¿ biohazardous waste leaks outside of instrument. There was no user impact. The following information was provided by the initial reporter: customer reports that the after the pm of 3 days ago the sip started leaking every time the instrument is on standby. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.